Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one representative sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff of the device was inflated to 25mbar using a calibrated endotest. No abnormalities were detected. The sample was then immersed in water and no air bubbles were detected indicating there were no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There is no physical evidence of failure as no sample was returned for evaluation.

Event description:
Customer reported cuff burst during testing of the device, prior to use. No patient involvement reported.

Event description:
Customer reported cuff burst during testing of the device, prior to use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a stain on the tube and a tear on the cuff. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25 mbar for 30 minutes; however, the clear cuff was not. A water leak test was then conducted on the returned sample by immersing it underwater. Air bubbles were observed flowing out from the clear cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported cuff burst during testing of the device, prior to use. No patient involvement reported.